Event description:
It has been reported to co that the occlusion balloon would not deflate when required during the procedure. The physician inserted the occlusion balloon wire into the pt and inflated the occlusion balloon to occlude the vessel. The physician inserted the stent delivery catheter and successfully placed the stent. The physician removed the stent delivery catheter and inserted the aspiration catheter and aspirated particulate from the vessel. The physician removed the aspiration catheter and attempted to deflate the occlusion balloon and it would not deflate. The physician used the deflation method referenced in the instruction for use and was able to deflate the occlusion balloon. The pt is reported to be fine.